Event description:
It was reported that this 21mm valve was explanted from the aortic position after an implant duration of 7 months due to endocarditis. A 19mm valve was implanted in replacement. No other information was provided.

Manufacturer narrative:
Additional manufacturer narrative: event.

Manufacturer narrative:
510k/PMA #: 2900- this device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this 21mm valve was explanted from the aortic position after an implant duration of 7 months for unknown reason. A 19mm valve was implanted in replacement. No other information was provided.